Event description:
I had a breast augmentation with mentor silicone implants on (B)(6) 2018. Since the first week with the implant I have had worsening symptoms of chronic fatigue, memory loss. I find myself forgetting what I was going to say mid-sentence, depression, brain fog, and my cognitive functioning has significantly declined. FDA safety report ID# (B)(4).